Event description:
A malfunction was reported, identified by a malfunction code of malf 0. There was no adverse impact to the customer¿s blood glucose level. The pump was reset successfully with guidance from technical support, and the customer was informed to continue using the pump and advised to call back if the malfunction recurred.